Event description:
It was reported by the surgeon that two years post implant a realize band. The patient reported that on (B)(6)-2012, she presented to the ER with complaints nausea and vomiting. The patient was given IV fluids and sent home. Per the surgeon the patient continue to have some problems and contacted him on (B)(6)-2012. The patient was sent for a CT scan and admitted to the hospital for small bowel obstruction. Surgery was performed on (B)(6)-2012. During the procedure, the tubing strain relief was within the bowel loops obstructed by the band tubing. The tubing strain relief of the device was noted to have migrated from the locking connector. It is not clear if the bowel herniation was due to the tubing strain relief or the adhesions. The point of adhesions were freed and the bowel herniation corrected. The band remains implanted. The patient was discharged home on (B)(6) 2012 with no further complaints.

Manufacturer narrative:
(B)(4) - device remains implanted.